Event description:
It was reported that the patient experienced inappropriate shocks with arm movements. It was observed that there were short v-v intervals, fast non-sustained tachycardia episodes, and high impedance on the right ventricular (rv) lead. The lead was explanted and replaced. It was also reported that during the lead replacement the device was damaged and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Two thousand fifty (2050) of 4490 lifetime ventricular short interval counts (sic) are recorded beginning (B)(6) 2013. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Max right ventricular pace impedance rises from 408 ohm the week ending (B)(6) 2014 to greater than 14000 ohm the week ending (B)(6) 2014 and then recovers to baseline. There are 4 non-sustained tachycardia (nst) episodes, and 1 ventricular fibrillation (vf) event of less than 220 milliseconds v-v cycle recorded on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the increasing impedance and suspected fracture described in the event. There were no anomalies observed on the returned partial lead in segments. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The full lead was not returned. (B)(4).